Event description:
Procedure type: inguinal hernia repair. According to the reporter, the surgeon tried to inflate dissection balloon and air was leaking through the seal around the 10mm scope. Surgeon however was able to get a visual and determined he was in the intraperitoneal space instead of extraperitoneal - tepp, he subsequently decided to convert to open approach. No pt injury was reported.